Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 12/11/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/11/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld was not holding a charge. It was reported that the physician's handheld has been neglected and was also missing the stylus. The physician has a programming tablet for use and no longer needs the handheld. The handheld is expected to be returned for analysis, but has not been received to date.